Event description:
It was reported that the t:slim x2 pump battery would not charge which resulted in the pump shutting down, even after attempts to use different wall adapters and charging cables. There was no adverse impact to the customer's blood glucose level. Tandem technical support instructed the customer to allow the pump's battery to deplete fully before returning it and shipped a replacement pump. The customer planned to use multi-dose injection (mdi) as a backup insulin therapy to prevent disruption in insulin delivery and acknowledged the instructions for returning the faulty pump and handling the new replacement.